Event description:
Customer reported 100ml programmed to infuse over 4 hours. Infusion completed in one hour. Drug name unknown. Director of risk management, declined requests for additional clinical information. Per incident report received in biomed, there was no patient harm or medical intervention required. As of the date of this report, device not received despite several requests. If device received, will perform failure investigation and send a follow up report.

Manufacturer narrative:
Patient information requested, and all available information is included.